Manufacturer narrative:
The investigation for the reported limb ischemia and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and sepsis could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient on impella 5.5 support had a computed tomography scan and a fluid collection near the insertion sight was noted. The patient was started on zosyn and pan cultured. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.